Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the gauge not working. It was stated there was no mention of any patient being impacted.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the manometer gauge was out of spec, battery cover was cracked and device did not turn on. Functional testing found the device manometer needle reads 20cmh20. Replaced manometer gauge. The root cause of the reported issue was found to be user interface. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).